Manufacturer narrative:
The product was not returned for evaluation, so the reported event, blade was loose and flew off, could not be confirmed in this case.

Event description:
It was reported that the blade came loose and flew off of the cast cutter, 8 foot cord during a procedure. The case was completed successfully. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the blade came loose and flew off of the cast cutter, 8 foot cord during a procedure. The case was completed successfully. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The device has not yet been received by the manufacturer. Additional information will be submitted once the device is received and the quality investigation is complete. The device has not yet been received by the manufacturer. Additional information will be submitted once the device is received and the quality investigation is complete.